Event description:
Total knee arthroplasty was performed on 2/22/1995. Revision surgery was performed on 3/20/1997, due to polyethylene wear.

Manufacturer narrative:
The part number of the tibial bearing and the explant date were incorrect on the original medwatch report that was sent on 4/23/1997.